Manufacturer narrative:
(B)(4). Date sent: 10/4/2024. D4: batch #884c51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 7 drivers up without staples, and 19 drivers up scattered without staples along the staple line and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 884c51, and no non-conformances were identified.

Event description:
It was reported that during a pyloric gastrectomy, the device could not be fired. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.